Event description:
It was reported that during the index procedure on (B)(6) 2005, a non-abbott stent was implanted in the left posterolateral artery (plb). A lesion in the left anterior descending (lad) was left untreated. The patient was discharged on (B)(6) 2005 with aspirin and clopidogrel prescribed. In (B)(6) 2009, intervention was performed for myocardial infarction. The non-abbott stent in the plb was treated with a 2.25x15 mini vision stent for restenosis, and the ostial right coronary artery (rca) was treated with a 3.0x23 promus stent. On (B)(6) 2010, stress test for recurrent angina revealed inferoapical ischemia. Echocardiogram on (B)(6) 2010 showed normal left ventricular function. Cardiac catheterization performed on (B)(6) 2010 revealed two overlapping stents in the ostium and mid segment of the rca mostly patent; however, the ostium had an 80% stenosis proximal to the stents and a 70% narrowing at the acute marginal. The promus stent in the plb was patent with 70% restenosis. On (B)(6) 2010, the patient underwent coronary artery bypass graft surgery with a left internal mammary artery to the lad, radial graft to the obtuse marginal and saphenous vein graft to the rca. The patient was discharged on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - indication for use. Estimated date it was reported that the 2.25 x 15 mm mini vision was implanted in an in-stent restenosed lesion. It should be noted that the mini vision coronary stent system instruction for use (IFU) states: vision is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo (new) native coronary artery lesions. It is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects. There were no reported product deficiencies. The reported patient effects of angina, stenosis/restenosis, and ischemia are listed in the mini vision IFU as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.